Event description:
During right l3, l4, l5 radiofrequency ablation procedure, smoke was noted coming from the radiofrequency needle placed corresponding to the l4. The ablation was immediately stopped. It was noted that the probe did not reach the temperature and stayed at 24 degrees celsius. The other two probes worked properly. The needle was removed and no over damage or irregularities of the needle were noted. The radiofrequency ablation related to l3 and l5 were continued at 85 degrees for 90 seconds. The ablation of l4 medial branch was aborted.